Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with an unspecified saline mentor breast implant and suffered from a capsular contracture baker grade IV on the right and baker grade iii on the left side. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 560cc on (B)(6) 2020. This medwatch is for the left breast implant.